Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated. The device was put through extensive testing and no faults could be duplicated on the monitor. Review of the device activity log does show evidence to support the customer's report. The defib receptacle was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.